Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
A patient with an implantable neurostimulator for fecal incontinence and gastrointestinal/pelvic floor reported that following a fall she experienced a burning sensation at the lead site. It was determined that there was a "complete right turn in lead wires," a letter from the healthcare provider indicated that x-ray and ultrasound would be conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.